Event description:
It was reported that the right atrial (ra) lead had stable electrical values and after pocket closure while still in the operating room, the measurements were taken via the device and then the ra lead looked like it had dislodged, as there was no more capture at 6 volts at 0.4 milliseconds and the atrial markers were simultaneous as the ventricular ones. The pocket was reopened but and the ra lead was revised but there was no stable position for the lead with acceptable thresholds. The ra lead had dislodged twice when placed in the atrial appendage and did not capture below 4 volts. The ra lead was explanted and replaced with another lead which was able to be positioned with acceptable electrical values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).